Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-05301, related manufacturer reference number: 2017865-2020-05302. It was reported that the patient presented to the hospital with exhibiting device pocket erosion and infection. The pulse generator, right atrial and ventricular leads were explanted. Once the patent recovered a new pacing system was implanted. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.